Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alleged under delivery as the blood glucose level was not going down. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.